Manufacturer narrative:
(B)(4). Batch # n5501r. Additional information was requested and the following was obtained: when the knife would not retract, was the device locked on tissue with the jaws closed? No was not locked on tissue. Tissue slipped out of jaws if yes, how was the device removed? The jaws would not open. Did the jaws eventually open? They never opened. Device evaluation: the analysis results found that the ats45 device was received with the handles opened and with the knife and wedges exposed. The firing mechanism was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the trigger post was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy that the device fired two white load successfully, while removing the second load to reload a third the knife would not retract. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).corrected data: date received by manufacturer ¿ originally reported as (B)(6)2017. The correct date should be (B)(6)/2017.